Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. 6 days later, the pt presented with recurrent disc herniation. The investigator noted the event as severe in intensity. Pt had recurrent disc herniation with recurrent radiculopathy. Reoperation 13 days later with complete relief of symptoms. The event was resolved with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as postoperative risk/complication.